Event description:
2001, pt underwent implantation of staar model cc-4204bf intraocular lens. In speaking with dr., he stated that after the lens was implanted he noticed that the posterior capsule had ruptured. He removed the lens, performed a vitrectomy, and inserted another staar lens. Dr. Also stated that the capsule rupture was not due to the lens malfunctioning, but felt not enough viscoelastice was not used. The pt is doing well with 20/40 corrective vision.